Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending coronary artery. Access was gained via the radial artery and the 2.75x32mm taxus liberte stent delivery system was advanced to the target lesion. Significant resistance was encountered and the device was unable to cross the lesion. The procedure was completed with another of the same device without pt complications. The pt condition post procedure was reported to be good. However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 and 2 were misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).